Event description:
The customer reported three (3) false positive results with ID now covid-19 on 03mar2023. The customer received three positive results with ID now covid-19, and a negative result with a pcr test.per the customer, all 3 patients were infected with covid a few weeks earlier but have recovered and have no symptoms. This MFR. Report addresses test two (2) of three (3) tests. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text: device discarded, single use.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported three (3) false positive results with ID now covid-19 on (B)(6) 2023. The customer received three positive results with ID now covid-19, and a negative result with a pcr test. Per the customer, all 3 patients were infected with covid a few weeks earlier but have recovered and have no symptoms. This MFR. Report addresses test two (2) of three (3) tests. No additional patient information, including treatment and outcome, was provided.